Event description:
When the physician tried to use the ligasure ref #lf-4318, lot# 6396467, it would not work correctly saying check the instrument. Re apply instrument all on the triad screen. When we replaced the instrument we had no difficulties.